Manufacturer narrative:
There is no product being returned for analysis. (B)(4).

Event description:
During a rotator cuff repair using the suture needle shuttle sterile it was reported that a 2mm or 3mm piece of the tip broke off during the case and was not retrieved. No further information is available.